Event description:
It was reported that there was far field r-wave (ffrw) over-sensing observed with the right atrial (ra) lead. Reprogramming was done for the ra lead's sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074-58 lead, implanted: (B)(6) 2014. (B)(4).